Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead exhibited high impedance, with unipolar impedance higher than bipolar impedance, and high capture thresholds. The lead was reprogrammed to vdd and remains in use. No patient complications have been reported as a result of this event.